Event description:
It was reported that a patient with a 29mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of two (2) years due to severe aortic stenosis. The patient initially presented with edema, dyspnea, and heart failure. The tavr procedure was successfully performed with a 26mm 9755rsl transcatheter valve. The patient was discharged home post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative:updated: b4, b5, b7, g3, g6, h2, h6.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including esrd and hd.

Event description:
It was reported that a patient with a 29mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of two (2) years due to unknown reasons. The tavr procedure was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.